Manufacturer narrative:
The actual, used IV pump set, was returned for evaluation. Visual evaluation revealed a small crack in the tubing that was solvent bonded over the end luer adapter of the nitro set x77-527, which is part of the assembly. Based on the visual inspection of the returned sample, the crack in the tubing appears to have been possibly caused by excessive stressing of the tubing when solvent bonding this connection during the manufacturing process of the part. However, no specific conclusion can be drawn. Although no inventory remains of the reported lot, the house retained samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specifications, passing the join integrity test. There are no other reports of this nature against the reported lot number or catalog number.

Event description:
As reported by the user facility: leaking tubing with chemo. Unk name of chemo drug. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incident.